Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) and upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the upstream thermistor calibration reading was found to be out of specification. A review of the event history log revealed a ¿system error 345¿ message and ¿upstream occlusion¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported conditions were verified. The cause of the conditions was determined to be the upstream sensor. The ultrasonic sensor will require replacement to correct the issues. Should additional relevant information become available, a supplemental report will be submitted.